Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the impella dislocated and was unable to be repositioned. Another impella cp was implanted. No additional information related to the condition of the patient was provided.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. B1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2024-13183. B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2024-13183. G1 reporting contact email revised on manufacturer device report 1220648-2024-13183 in accordance with updated procedures. H1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2024-13183. H6 health effect - clinical code 4582 was erroneously entered on the initial manufacturer device report number 1220648-2024-13183 h6 health effect - impact code 1802 and 4629 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-13183.